Event description:
On friday, dr is doing a hip revision for a peri prosthetic fracture. The only information I have is that the patient has an accolade stem and trident cup in. The stem may be accolade tmzf. Dr has requested a rimfit cup, long stem exeter, dall miles and restoration modular on standby. Update 04/05/2020: revision left total hip replacement surgery completed. Further information uploaded. According to dr, the stem subsided and loosened overtime.

Manufacturer narrative:
Reported event: an event regarding loosening and periprosthetic fracture involving accolade stem. The event was confirmed by medical review. Method & results: product evaluation and results: visual inspection - visual inspection of received images was performed and stated that - blood marks can be observed on the surface of explanted stem. Functional,dimensional and material analysis not performed as no device was returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant stated that: as noted, undated x-rays showed : an uncomplicated primary tha and later loosening and subsidence of the stem with varus position. The stem was impinging and wearing the lateral femoral cortex and creating a impending fracture. The undated photographs explant of the implants and shows eccentricity of the articular surface as a result of polyethylene wear or impingement. Loosening of the femoral stem and subsequent revision were confirmed. There were no obvious device related factors. Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot. Conclusion: it was reported that the surgeon is doing revision surgery for peri prosthetic fracture. Visual inspection of images was performed and stated that - blood marks can be observed on the surface of explanted stem. The event is confirmed by medical review. A review of the provided medical records and/or x-rays by a clinical consultant stated that: as noted, undated x-rays showed : an uncomplicated primary tha and later loosening and subsidence of the stem with varus position. The stem was impinging and wearing the lateral femoral cortex and creating a impending fracture. The undated photographs explant of the implants and shows eccentricity of the articular surface as a result of polyethylene wear or impingement. Loosening of the femoral stem and subsequent revision were confirmed. There were no obvious device related factors. The exact cause of the event could not be determined because further information are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On friday, dr is doing a hip revision for a peri prosthetic fracture. The only information I have is that the patient has an accolade stem and trident cup in. The stem may be accolade tmzf. Dr has requested a rimfit cup, long stem exeter, dall miles and restoration modular on standby. Update 04/05/2020: revision left total hip replacement surgery completed. Further information uploaded. According to dr, the stem subsided and loosened overtime.